Event description:
IV pump tubing leaking at y connector port closest to where tubing connects to bag of fluid. Manufacturer response for IV tubing, unknown (per site reporter) [redacted tube] - emailed baxter; requested RMA/mailer. [Redacted date] - RMA/mailer received; (B)(4) . [Redacted date] - sample shipped ups.